Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgical procedure when performing the second shot, the clip applier stopped working. The end of the surgery occurred with the use of the common clip, without causing damage to the patient.